Manufacturer narrative:
The device will not be returned for evaluation as it was discarded at the hospital; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per the axium prime coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is expected to return for evaluation. Once the device has been received and evaluation completed, a supplemental report will be submitted. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured, amorphous posterior communicating aneurysm, this coil would not detach with an instant detacher or by using the manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that the coil was prepared and delivered to the aneurysm per the IFU. The physician tried to detach the coil, 2 times with first instant detacher, 2 times with second instant detacher and 2 times with manual method, but the coil did not detach. The physician adjusted the position of the coil but still could not detach it. The physician retrieved the coil and found it was stretched. The physician replaced the coil and continued the procedure. Four coils were implanted with the assistance of a stent and the embolization was completed successfully. No patient injury was reported.